Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high impedance, high pacing threshold, and a decrease in sensing, possible cause by a clavicular crush injury. At explanted procedure, the physician opted to abandon and cut the rv lead, as it was located on the free wall of the apex. This lead was succesfully replaced. No additional adverse patient effects were reported.